Event description:
This ra lead was implanted on (B)(6) 2013 and remains implanted at this time. A call to technical services placed on 10/8/201 3 stated that this lead may have been in the ventricles basing on the pacing thresholds test. This atrial lead was repositioned. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).